Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) technical support to report the island dressing by mfg "dynarex" only comes w/ 25/box, and is so sticky that when she pulls off it rips her skin. There was patient involvement however there was no harm or adverse event reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).